Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced infusion set detachment event wile walking on (B)(6) 2025. The site of detachment was on left side. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.